Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to the lab method. See scanned table. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.